Manufacturer narrative:
Manufacturer's ref (B)(4) d4 -information requested manufacturer's investigation pending, to be submitted when final. 08mar2024 manufacturer's investigation conlusion: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: clinical conclusion is that the incident did not cause harm to the user. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. In general risks of such device damage are known, considered in the risk analysis, mitigated, communicated to the user and as such deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a final report.

Event description:
Date of the incident best estimate on (B)(6) 2024 on (B)(6) 2024 it was reported that the receiver is broken not working and hanging on by a thread. Patient asked for replacement. Follow up information requested. 08mar2024: follow up information states that a receiver is not working and hanging on by a 'thread'. The estimated time of the event is january 2024. Hearing care professional (hcp) reports that the receiver is likely to have wear and tear given the fragile nature of the item. Receiver on the dome end, the wire cracked at the metal seam. There was nothing stuck anywhere and no need for removal. No harm or injury reported. Hcp advised the user on proper insertion and removal techniques. A repair has been provided. No further follow up information expected.

Event description:
Date of the incident best estimate (B)(6) 2024. On 11jan2024 it was reported that the reciver is broken not working and hanging on by a thread. Patient asked for replacement. Follow up information requested.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). D4 -information requested. Manufacturer's investigation pending, to be submitted when final.